Event description:
A patient reported that they experienced ¿tenderness/pain¿. Healthcare professional reported "painful breasts" "complaining about the jowls and the neck area" and "ptosis". This record is for the left side. The device has been explanted and replaced, it's unknown if it will be returned.

Manufacturer narrative:
The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, visibility/palpability.